Manufacturer narrative:
The reported event is associated with a clinical trial (B)(4) conducted under an investigational device exemption (ide). No evaluation into the reported issue has been performed as there has been no allegation of deficiency against a medtronic product. No allegation of deficiency.

Event description:
A medtronic representative reported that, following the completion of a laser induced thermal therapy (litt), the patient experienced difficulty with short term memory recall with 1/4 at four minutes rather than the 2/4 at four minutes prior to the procedure. The representative reported that the issue is a known risk of the procedure and no allegation of deficiency was made against a medtronic product. No additional information was provided.